Event description:
The customer stated that she was hospitalized three times due to hyperglycemia. The customer stated that during the first two events, her blood glucose reading was over 400 mg/dl, and on the third event her blood glucose reading was over 600 mg/dl. The customer stated that during the first event she discovered insulin leaking beneath the adhesive of the infusion set. The customer also stated that the cannula of the infusion set she was using during the last event was slightly bent. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.